Event description:
Customer reportedly, received results of 381 mg/dl and 168 mg/dl within 10 minutes on the compact system. Customer states, the discrepant results were obtained one month ago. No symptoms reported with these results. No action taken based on device results. The custoemr did not provide the location, where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.